Event description:
While cleaning or in between surgical cases, tech stood by the operating room bed when his head ran into the overhead trumpf iled 7 duo light. When he attempted to move the light out of the way, the light separated from the boom that held it and fell, striking tech in the head. Tech had concussion diagnosis. According to the hillrom service tech, the light's failure occurred due to a screw being missing from a coupling that exposes a disk that holds the light in place. With the disk exposed and the movement of the light, the disk fell out, and the light came down with it. The missing screw and disk were replaced. The screw is very small, the disc is plastic. These are poor design choices for this piece of equipment. Many reports of this nature have been filed over the years as viewable in maude.